Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device cord was damaged and exposed wires preventing the function assessment from being performed. Therefore the reported condition was confirmed. It was further determined that the damaged cord is consistent with mishandling of the device by allowing the cord to come in contact with a sharp object which damaged the cord or exerting extreme force on the cord during cleaning or use. Therefore, the assignable root cause was determined to be due to user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during pre-surgery, it was observed that the foot control device had cord damage and exposed wires. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.